Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from the consumer, health care provider (hcp), and manufacturing representative regarding a patient receiving intrathecal bupivacaine 3.097mg/ml at 3.097mg/day, fentanyl 2300mg/ml at 309.7mcg/day, and morphine 35mg/ml at 4.713mg/day. It was reported that patient had a ¿small leak,¿ and it had been going on for a few weeks (from (B)(6) 2016). It had been tender where the pump area was as of 3-4 weeks ago (from (B)(6)2016). They did not know why, but it had been tender. The patient mentioned it to the hcp on (B)(6) 2016, and the hcp looked at it and palpated it. The hcp said it seemed like fluid was around the pump and ¿felt like the catheter was not the way it should be.¿ the hcp told the patient to go to the emergency room right away to aspirate the fluid, because they did not know if it was cervical fluid or the pump. It was noted that the patient also had significant weight loss. The hospital did a CT scan, but they were not able to see where the leak was. The patient was admitted. The hospital hcp did not know what else to do, so they were releasing the patient. Caller stated that patient had gone through a series of dose escalations and they found the therapy was not effective. The hcp performed a roller study and catheter aspiration to confirm the function of the pump. The roller study was normal. They had a slow aspiration of about a quarter ml from the catheter access port (cap). The dye study on (B)(6)2016 confirmed the catheter was out of the spine. The fluid accumulation was likely ¿pump fluid.¿ the hcp would consider revision.

Manufacturer narrative:
Patient code (B)(4) does not apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.